Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged two days post implant. Attempts to reposition the lead were complicated by additional dislodgement and loss of capture (loc). Despite the complications, the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.